Event description:
Boston scientific received information that this pacemaker exhibited loss of capture (loc) on right atrial (ra) lead along with oversensing resulting to pacing inhibition with no asystole greater than 2 seconds and low out-of-range (oor) pacing lead impedance (pli) measurement of less than 200 ohms. A high oor pli on right ventricular (rv) lead was also reported. However, sensing and threshold measurements of the rv lead were within normal range. Additional information obtained from the field representative that the cause of these observations was not determined. A revision procedure was done in which both of the leads were surgically abandoned and replaced. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.